Event description:
It is reported that a metal piece has broken off. The broken piece has not been located.

Manufacturer narrative:
Evaluation codes: as returned, the pin on the impactor has fractured at it's base likely due to high, repeated impaction forces. Consequently, the material of this part has been changed to improve the performance of the impactor due to lower notch sensitivity. The impactor has a potential field age of approximately 16 months.